Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results- false positive troponin was seen in one (1) sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results- false positive troponin was seen in one (1) sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd did not receive any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no defects related to erroneous results were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-troponin t because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Factors that may contribute to erroneous were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has not been confirmed for erroneous results - troponin t. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.